Event description:
It was reported that the single trigger handpiece stops driving. Moreover, the reciprocating saw was not sitting into the hand piece and the oscillating saw was not holding blade. (B)(4) devices were referenced for this event: - universal modular electric/battery single trigger handpiece part number 89-8507-400-10 serial number (B)(6). - aseptic transfer kit housing part number 89-8510-440-10 with lot number 5010187. - reciprocating saw attachment part number 89-8509-451-20 serial number (B)(6). - oscillating saw attachment part number 89-8509-450-60 serial number (B)(6). The following report is relative to the universal modular electric/battery single trigger handpiece part number 89-8507-400-10 serial number (B)(6). The event occurred during surgery. An extension of surgery of at least 60 minutes was reported. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet (B)(4). Universal modular electric/battery single trigger handpiece, part number 89-8507-400-10, serial number (B)(6) was returned for complaint investigation. Upon receipt, it was confirmed that the device was not functional due to seized motor. The reported event was confirmed. As a repair, motor was replaced with the potted wired controller and the battery support. After repair, the device passed final tests and it was returned to the customer. Also, a device history records review was performed for this product part number 89-8507-400-10 lot number 5008831. No issue was found during the manufacturing process that could explain the defect reported. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint number (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be sent if the product is returned or if additional information is received.

Event description:
It was reported that the single trigger handpiece stops driving. Moreover, the reciprocating saw was not sitting into the hand piece and the oscillating saw was not holding blade. 4 devices were referenced for this event: universal modular electric/battery single trigger handpiece part number 89-8507-400-10 serial number (B)(4). Aseptic transfer kit housing part number 89-8510-440-10 with lot number 5010187. Reciprocating saw attachment part number 89-8509-451-20 serial number (B)(4). Oscillating saw attachment part number 89-8509-450-60 serial number (B)(4). The following report is relative to the universal modular electric/battery single trigger handpiece part number 89-8507-400-10 serial number (B)(4). The event occurred during surgery. An extension of surgery of at least 60 minutes was reported. There was no additional harm or injury to patient/operator reported.

Event description:
It was reported that the single trigger handpiece stops driving. Moreover, the reciprocating saw was not sitting into the hand piece and the oscillating saw was not holding blade. 4 devices were referenced for this event: universal modular electric/battery single trigger handpiece part number 89-8507-400-10 serial number (B)(6). Aseptic transfer kit housing part number 89-8510-440-10 with lot number 5010187. Reciprocating saw attachment part number 89-8509-451-20 serial number (B)(6). Oscillating saw attachment part number 89-8509-450-60 serial number (B)(6). The following report is relative to the universal modular electric/battery single trigger handpiece part number 89-8507-400-10 serial number (B)(6). The event occurred during surgery. An extension of surgery of at least 60 minutes was reported. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
(B)(4). After several attempts, the universal modular electric/battery single trigger handpiece, part number 89-8507-400-10, serial number (B)(6) was not returned for complaint investigation. A device history records review was performed for this product part number 89-8507-400-10 serial number (B)(6). No issue was found during the manufacturing process that could explain the defect reported.